Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 31 occurred during basal delivery. Customer's blood glucose level was 63 mg/dl. Reportedly, the customer successfully reloaded the cartridge and resumed insulin delivery.